Event description:
It was reported that the patient visited the ER (emergency room) with hypoglycemia. The patient's blood glucose levels reached 60 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include slurred speech, difficulty walking, dry mouth, disoriented, and hallucinating. The patient was treated with an IV (intravenous) but was unsure of the contents in the IV. Patient was also given a sandwich to eat. The patient reported programming a bolus for carbohydrates, then forgetting to eat. The patient was released within 5-6 hours. The pod was worn during ER visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.